Event description:
It was reported that the system had multiple errors which caused the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the collimator and the kv control board. The sys operates as intended.